Event description:
(B)(4). Heavy periods lasting 2 weeks with heavy clots, joint pain, hair falling out, swelling/bloating of abdominal area, sharp stabbing pains in abdomen for no reason, hashimoto thyroiditis, 1/2 thyroid removed, gallbladder stopped functioning, gallbladder removed, full body hives if didn't take zyrtec daily - allergist could find no reason for the hives but I never had a nickel allergy test done (I didn't know about it), hysterectomy made many symptoms improve.